Event description:
It was reported the lead was oversensing with inappropriate anti-tachycardia pacing due to small r waves. No shocks were delivered. The lead was explanted and replaced. No patient complications were reported as a result of this event. A lawsuit alleges: the patient suffered physical and other injury as a result of the recalled lead. The patient experienced inappropriate and/or excessive shocking, fracture or other injury requiring medical intervention including but not limited to surgery, removal and/or replacement of the defective [lead]. The patient has sustained and will continue to sustain severe physical injuries, and/or death, severe emotional distress, mental anguish, economic losses and other damages.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) no anomalies found; full lead analyzed.